Event description:
A (B)(6) female pt called zoll customer support to report that the response buttons on her monitor were not working. The pt was misused a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon eval the front response button switch was broken and non-functional. The root cause for the broken response button could not be positively identified. No adverse event resulted from the defective front response button. The pt received a replacement monitor.